Manufacturer narrative:
Updated: e1, e2, e3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with type 1 bicuspid valve with calcium in the leaflet area and fibrosis in the commissures and an exit route with calcium block, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24x40 balloon. The valve was implanted and an infold was noted as well as hypoexpansion. A post bav was performed with a 26x40 balloon. The valve dislodged into the aorta. The valve was anchored in the ascending aorta and a second valve was implanted successfully. It was reported the ring was 97.1 with a minimum diameter of 27 mm and a maximum of 34 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012084978); product type: 0195-heart valves; product ID gwbc30 (lot: 92106990); product type: 0193-guidewire; implant date n/a; explant date n/a product ID d-evprop34 (lot: 0011932889); product type: 0195-heart valves; product ID (B)(4) (lot: 00185109); product type: 0199-introducer; implant date n/a; explant date n/a. Product ID d-evprop34 (lot: 0011932889); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with type 1 bicuspid valve with calcium in the leaflet area and fibrosis in the commissures and an exit route with calcium block, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24x40 balloon. The valve was implanted and an infold was noted as well as hypoexpansion. A post bav was performed with a 26x40 balloon. The valve dislodged into the aorta. The valve was anchored in the ascending aorta and a second valve was implanted successfully. It was reported the ring was 97.1 with a minimum diameter of 27 mm and a maximum of 34 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: d4 - serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.